Event description:
It was reported that device entrapment occurred. The patient presented with chest pain and underwent percutaneous coronary intervention. The physician noticed a bulge on the mid-shaft of the 2.25mm x 15mm emerge balloon catheter but proceeded to advance the device and successfully dilated the lesion. However, during withdrawal, the guidewire was pulled out together with the balloon. The procedure was completed with another of same device. No patient complications were reported.

Event description:
It was reported that balloon froze on wire. A 2.25mm x 15mm emerge balloon catheter was advanced successfully for dilation. However, the guidewire was pulled out together with the balloon when he was removing and withdrawing the balloon since there was a bulge on the faulty balloon shaft that caused the balloon to be stuck on the guidewire. The procedure was completed with another emerge 2.25x15mm balloon and there were no patient complications reported.

Manufacturer narrative:
Returned product consisted of an emerge mr balloon catheter. The device was visually and microscopically examined. There was contrast in the inflation lumen and the balloon. There was blood in the guidewire lumen, and the balloon was loosely folded. Photo media received from the site was reviewed and depicted a device with no visible indication to the reported wire entrapment however, the bond area was shown. No confirmation could be made to the sizing of the bulge to confirm the reported profile issue to the photos provided. The guidewire used in the procedure was not returned for analysis. A 0.014 test guidewire was used for the wire insertion test. The test guidewire passed through device with no resistance or issues. The test guidewire was inserted through both the rapid port exchange and the tip of the device and encountered no difficulties. The reported bulge to the midshaft was confirmed as the midshaft bond was measured and found to not meet specifications.